Event description:
Treatment of an aneurysm. It was reported that the patient underwent pipeline embolization treatment with a marksman catheter on (B)(6) 2013. An MRI (magnetic resonance imaging) performed the following day due to the patient complaining about left sided weakness in the arm showed emboli in the system. It was reported that the patient still had left sided weakness as of (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was not collected.(B)(4).